Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
During a knee scope the ar-6480 reached the desired pressure and then began to run continuously. Follow-up investigation: the fluid was drained out of the knee joint but, left in the thigh. The pump read the correct reading as to what the doc was asking for with the hand held remote control. The pump was increased past 40. Follow-up investigation: it was reported that during a knee scope the surgeon used dual wave arthroscopy fluid pump and main pump tubing for inflow only and used another manufacturer's product for fluid collection. The pump was set at 20-25 at the start of the knee scope and was proceeding as planned. About 10 minutes into the case the surgeon increased the fluid rate to 40 in an attempt to control bleeding inside the joint. At this point the pump wheel spun up. The pump read the correct fluid rate; the pump was increased past 40. The fluid pump was shut down and restarted with the same issue. After the case when the drapes were removed it was discovered that the patient's thigh was hard and had filled-up with fluid. The surgeon removed fluid from the joint using the pump and another manufacture's product, but left the fluid in the thigh. The patient was released from the facility a few hours later with some swelling still in the thigh. No error message came up on the pump during the procedure. Ar-6411 lot 100195 - discarded by facility.